Event description:
The customer's daughter reported via phone call that the customer was hospitalized with four broken ribs. While he was in the hospital his blood glucose level went up. His blood glucose level was over 400 mg/dl. The self-test and displacement test passed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.